Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2012. During the procedure, the introducer was torn at the moment of the insertion. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4) plastic tube damage/breakage. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found the tip on one of the guides was bent at the tip past the end of the guide.